Manufacturer narrative:
Patient information requested but not provided. No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that when the nurse was unscrewing syringe pump tubing from patient line, the end crumbled. Fragments were still screwed into cap of line. The cap changed as a result of incident..